Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a routine follow-up, upper out of range right ventricular pacing lead impedance measurement was observed when the device delivered a patient notifier. High capture threshold was also observed. The patient had fallen a couple of times since her last device check-up. The patient is scheduled for additional follow-up. No further information is available.

Event description:
New information received states the patient presented to the operating room for an elective system upgrade. The lead was electively capped and replaced. The patient condition is well.